Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The additional nc trek rx was filed under a separate medwatch report.

Event description:
It was reported during prepping (on the table) of the nc trek a leak was noted in the shaft. Another new balloon was used to complete the procedure. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided. Additional information received indicated that the physician discovered a leak from the catheter shaft in two nc trek balloons. He discontinued use of the balloons and used a replacement to continue the case without any further issues.